Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during routinecheck by customer the cardiosave intra aortic balloon pump had a powerup test failure and displayed code 11- front end board iso dsp start test failure (iso dsp sbit etf). There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated field: b3, b4, e1 (initial reporter, event site address, event site address line 2, event site telephone), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse updated the software to resolve the issue.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, e1 (event site address), g3, g6, h2, h11. Additional information: due to characterization limit e1 (event site address: (B)(6)).

Event description:
N/a.